Event description:
It was reported that a bd adams¿ compact ii centrifuge was spinning with the lid open. No injuries were reported.

Manufacturer narrative:
H.6. Investigation summary customer reported that the autocrit instrument 146007a would spin while the lid was still open. No one was harmed from the exposed spinning components of the centrifuge. The customer was instructed as to what part to order from the manufacturer. The customer did not respond. This is an unconfirmed failure of the system. The root cause is undetermined at this time. Assignable causes include: defective pcb assembly that controls latch release or a defective latch DHR review is not required as the complaint is not an alleged failure at install or early life failure. Material was not returned for investigation. The immediate correction was to give the customer the spare part number to order from the manufacturer. Corrective action is not required as the failure mode is within allowable limits. Bd quality will continue to closely monitor trends associated with the failure of safety.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd ds headquarters in (B)(4) has been listed as OEM - (B)(4) is an OEM manufacturing site. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Based on the provided serial number, this device was the 7th device with this catalog number manufactured in feb. 1983.

Event description:
It was reported that a bd adams¿ compact ii centrifuge was spinning with the lid open. No injuries were reported.